Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant for a transcatheter aortic valve implantation using a flexnav delivery system. The aortic annulus perimeter was 76.6mm, area 454.0mm^2, and average diameter 24.3mm. There was sufficient calcium to allow anchoring of the device. The patient had a horizontal aorta. During procedure, the valve was checked on angiography before full deployment of the valve, and the valve position was at a good depth. There was no difficulty in deploying the valve. The starting implant depth at deployment was 4-5mm, and the final implant depth at release was 3-4mm. There was no tension in the delivery system at the time of final deployment. There was no separation issue between the valve and the delivery system, and all three retainer tabs were confirmed via imaging to be released prior to removal of the delivery system. When the flexnav delivery system was pulled out, the valve migrated. The migrated valve did not block a coronary artery. The valve was snared to the ascending aorta. Another 27mm navitor valve was successfully implanted with a good result. The gradient following the implant was 0mmhg. The patient did not experience any clinical signs or symptoms during the event. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
An event of valve migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Media were received from the field for examination, however no videos, images, or cines were provided which showed the portion of the procedure where reported migration occurred. In addition, no materials provided show removal of delivery system. Information from the field indicated that it was thought that the removal of the delivery system caused the valve to migrate, but that this could not be confirmed as no imaging was done during the removal of the delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Information from the field indicated the valve was snared after the migration. Please note, per the instructions for use artmt600163776 revision b "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant for a transcatheter aortic valve implantation using a flexnav delivery system. The aortic annulus perimeter was 76.6mm, area 454.0mm^2, and average diameter 24.3mm. There was sufficient calcium to allow anchoring of the device. The patient had a horizontal aorta. During procedure, the valve was checked on angiography before full deployment of the valve, and the valve position was at a good depth. There was no difficulty in deploying the valve. The starting implant depth at deployment was 4-5mm, and the final implant depth at release was 3-4mm. There was no tension in the delivery system at the time of final deployment. There was no separation issue between the valve and the delivery system, and all three retainer tabs were confirmed via imaging to be released prior to removal of the delivery system. When the flexnav delivery system was pulled out, the valve moved and was no longer in the aortic annulus. The cause of the valve migration was possibly due to the nose cone, but this was not able to be determined as imaging was not performed while the delivery system was being removed from the patient. The migrated valve did not block a coronary artery. The valve was snared to the ascending aorta. Another 27mm navitor valve was successfully implanted with a good result. The gradient following the implant was 0mmhg. The patient did not experience any clinical signs or symptoms during the event. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.